Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported air was observed in the line of a clearlink system y-type blood/solution set. It was further reported the device "traps the air in the chamber and it transfers to the patient"; however, the event occurred during prime. Therefore, there was no patient involvement. No additional information is available.